Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that the pump died on him last night. Customer's blood glucose was 306 mg/dl. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.